Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The reported "system error 322" was reproduced and confirmed through eval. This symptom was caused by a failed upper latch switch. The upper latch switch was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump had a "system error 322." It was also reported there was no pt incident.